Manufacturer narrative:
As the investigation is ongoing, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that during an exam on a magnetom avanto system, the patient complained of inner ear bleeding and hearing loss. The technologist immediately stopped the exam and the patient was evaluated. At the time of the event, the exam had lasted for 14 minutes and the patient was wearing supplied headphones. Upon leaving the exam room, the patients bleeding stopped and no medical treatment was needed. Additionally, the patient is reported to have no problem with loss of hearing at this time.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. A technical expert has analyzed the images generated during the patient's examination. The complete examination of the patient lasted 21.8 minutes with an active scanning time of 21.2 minutes. No abnormality was found which would indicate a system malfunction. The complete measurement was performed in the normal operating mode. The sar values were within the limits defined by the mr safety standard (iec 60601-2-33), i.e. The maximum applied sar was 53% of the normal mode limit. The applied rf in this case should not represent a risk under normal circumstances and scan conditions. Therefore, the root cause for the bleeding ear could not be determined.